Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial oversensing on the left ventricular (lv) channel which resulted in a decrease in lv pacing. Technical services (ts) recommended programming changes. This device remains in service. No adverse patient effects were reported.